Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Omnipod software app version: 3.1.2-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was reported to be hospitalized with ketoacidosis and requested an urgent supply of pods. It is unknown if the hospitalization was related to use of the omnipod. The patient¿s blood glucose levels, symptoms, and treatment were not provided. If additional information is received, a supplemental report will be submitted.